Event description:
A malfunction alarm identified as malf 12 was reported. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arose again.